Manufacturer narrative:
(B)(4). Unit received with constant a64 alarm due to a faulty y1 on the rf board. Unable to perform self-test and displacement test.

Event description:
Information received by medtronic indicated that the insulin pump alarmed with rf pic failed selftest. The customer's blood glucose level was 150 mg/dl at the time of the incident. The customer was able to clear the alarms. Customer was able to complete rewind. The insulin pump will be returned for analysis.